Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, swelling, anxiety-product/procedure.

Event description:
Healthcare professional reported right side swelling and concerns regarding device recall. Device remains implanted.